Event description:
A 5fu cadd pump carrier bag found with white sediment covering approx 30 percent of bag. No sediment or leakage noted to patient. Tubing connection closest to pump not tight fitting. This is one of the 4 chemo leak events in 2 weeks time.